Event description:
When a physician used the subject device for a total laparoscopic hysterectomy, probe damage error displayed. When the physician tested the subject device inside the pt's abdominal, the probe tip fell off in the small pelvis. The broken piece of the probe was taken out. After that the physician used the second device, a probe damage error displayed. When the physician tested the second device outside the pt, the probe tip broke. Because the physician couldn't make the myoma smaller, the physician had to make a small pfannenstiel incision to get the myoma out. The physician told that the sort of myoma we treated, was a very rigid, stiff, hard myoma, due to lots of fibrosis.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe tip of the second device broke down at 16 mm from the distal end. There was a scratch at the side of broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and error displayed. The physician observed the error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. Even when falling off outside the pt body recurs, it would never lead to falling off inside the pt body. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR. Report number 8010047-2013-00124.